Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump display was flickering while bolusing. The device would also go black after some bolus attempts. The patient's blood glucose at the time of incident was 310 mg/dl. The mother stated that the display anomalies persisted after receiving a new battery cap. The mother did not know if the insulin pump had been dropped or bumped; however, there were no cracks or visible damage. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Detailed trace analysis confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v due to connector resistance at the j6 printed circuit board. The loaded voltage display at the power graph management tool shows abnormal behavior however, after disconnecting and reconnecting the internal battery connector on the j6 printed circuit board the insulin pump was monitored and functioned properly. The insulin pump was received with operating currents within specifications and no unexpected powering off, shutting down, or blank flickering display noted. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The insulin pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected post-reset ram crc alarm, history pointers are corrupted or trace pointers are invalid alarms were noted. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.